Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experienced baker grade ii capsular contracture on the right side and baker grade IV capsular contracture on the left side. As a result, the patient underwent device removal and replacement with 500cc mentor memorygel breast implants, catalog number 3505004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's right-sided device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced bilateral baker grade iii capsular contracture post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.